Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported the device was defective/broken around female luer. The event was ongoing since nov-2024. The female luer cracked like the others. There was patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
Investigation summary: received fifty (50) new mc33038 smallbore pressure infusion ext sets for inspection. The returned samples were visually examined. No defects or anomalies were found. Although the complaint could not be replicated, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. There is a CAPA related to issue described in the customer's reported complaint. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.